Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection observed the lid is damaged. Functional evaluation revealed the unit presents f4 fault on power up. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during procedure, the controller had a f4 failure. It is unknown if there was any backup device available; hence, it is unknown how the procedure was completed. Delay greater than 30 minutes reported. No patient injuries or other complications were reported.